Event description:
The manufacturer's representative reported that the device was explanted and returned for analysis. Attempts were made to determine reason for explant without success.

Manufacturer narrative:
Final device analysis reveals broken catheter - jagged appearance and straight pump connector broken around the suture ring.